Event description:
This lv lead was implanted on (B)(6) 2015. A product experience report was received on 8/30/2017 stating that this lead was explanted on (B)(6) 2017 due to infection with sepsis. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)